Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor had an intermittent solder connection between the u107 pin 2 and the j101 pin 10 on the c/a board. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving a service code 107 (mult abnormal shutdowns).